Event description:
It was reported that during a office visit, the device was not able to be interrogated. It was noted that the patient was not compliant to follow up. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a office visit, the device was not able to be interrogated. It was noted that the patient was not compliant to follow up. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead: (B)(6) 2007. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
No eval explain code . If information is provided in the future, a supplemental report will be issued.